Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files showed that 14 injections were performed on the date of the event. A system notice had occurred on application 1 indicating that the system detected an electrical component failure (#(B)(4)). Also, 13 applications were performed with another balloon catheter. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used once. The returned catheter was able to complete the performance test with the test console without triggering any system notice. A dissection showed a guide wire lumen kink 1.38 inches from the tip inside the balloons. Pressure testing did not show leaks. In conclusion, the reported kink issue on the guide wire lumen was confirmed through product analysis but not confirmed through the data analysis. The catheter failed the return inspection test due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was bent with out of body inflation. The balloon catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.